Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a (B)(6) female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1995, the pt received full dentures. Her dentures adhesives of choice were super poligrip and fixodent. On an unk date, the pt "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip and fixodent." This case was assessed as medically serious by gsk. According to the claim, the pt's injuries were severe and permanent. Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).